Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of error code present. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation during evaluation, the device was found to have visible foam degradation. Error code 54 (indicating an issue with the cpu) was found in the device log history.